Event description:
It was reported that the patient was unable to adjust stimulation. The display showed a ''call your doctor'' icon. A power-on-reset (por) condition was reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3778-60, serial # (B)(4), implanted: (B)(6) 2007, explanted: na; lead model 3778-60, serial # (B)(4), implanted: (b)(64) 2007, explanted: na; recharger model 37752, serial # (B)(4); programmer model 37743, serial # (B)(4).